Manufacturer narrative:
Further investigation of the event reported by the customer has determined that duplicate information was provided to terumo bct. The information provided in the initial report for this event has been determined to be information that was also reported in MDR # 9681839-2017-00094. No event occurred for this report, therefore, there is no further information to provide. Please see 9681839-2017-00094 for investigation of that event.

Manufacturer narrative:
Lot number, expiry and manufacture date not available at this time.stn # bn 880217terumo bct, inc. (Importer) is submitting this report on behalf of fujinomiya factory of terumocorp., (manufacturer). Exemption number: e2015056.investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that they had a unit of plasma derived from whole blood with a redtinge they believe is due to hemolysis.there was not a transfusion recipient or patient involved at the time of whole blood processing,therefore no patient information is reasonably known at the time of the event.the whole blood collection set is not available for return because it was discarded by thecustomer.